Event description:
User reports getting low pt results for troponin t and ckmb, which were higher when compared to another analyzer - same methodology. Only 6 pt examples were provided. Same samples used for repeat testing. Pt 1, initial ckmb gave 2.74 ng/ml; repeat gave 4.42 ng/ml. Pt 2, initial ckmb gave <0.100 ng/ml; repeat gave 2.52 ng/ml. Pt 3, initial ckmb gave 4.24 ng/ml; repeat gave 95.85 ng/ml. Pt 4, initial troponin t gave <0.010 ug/l; repeat gave 1.82 ug/l. Pt 5, initial troponin t gave <0.010 ug/l; repeat gave 0.067 ug/l. Pt 6, initial troponin t gave <0.010 ug/l; repeat gave 0.27 ug/l. Erroneous results were reported. Pts not adversely affected. The field service representative determined the cause of the discrepancies to be measuring cell failure, and replaced the measuring cell. Performance tests were performed which were within specifications.